Event description:
It was reported that during a prostate procedure, there was a "fiber cap detached inside of patient and was retrieved at 132025j". A second fiber was used to complete the case. Patient outcome: "no harm to patient".